Manufacturer narrative:
This supplemental report is being submitted to provide device return evaluation, device history records and investigation conclusion. The root cause of the reported issue was not identified. The device was returned to the OEM (original equipment manufacturer) for evaluation. A conclusive root cause could not be determined due to the customer phenomenon could not be duplicated. The device manufacturing records were reviewed and all records indicated that the product met final product release criteria with no abnormalities found, it is unlikely the unit left the facility damaged. Therefore, the malfunction of the device incurred may have been as result of transportation or use. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR). And investigation conclusion. Please see updated sections: g4, g7, h2, h3, h4, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The device physical evaluation has not been made available as it was not returned to OEM (original equipment manufacturer). The root cause of the reported issue cannot be determined. A review of DHR records provides no suggestion that the manufacturing process contributed to the proposed reported failure as the device met all final release criteria prior to shipment. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received and evaluated at (B)(6) site. Initial evaluation determined that the resistance value of the device during testing was unstable. It would not work with the console. It was suspected that the wire was broken or short-circuited inside the handpiece. The subject device will be sent to olympus (legal manufacturer) for further investigation. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during the endoscopic accessory nasal cavity surgery procedure, for about 5 seconds, the device provided an output and then no output afterwards. The intended procedure was completed using another handpiece. The serial number used was not provided. There was no patient harm or injury reported. No user injury reported.